Manufacturer narrative:
Correction: please retract this report 2017865-2023-94761, the same issue was previously reported as 2017865-2022-48845.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2023-94760. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) and delivery catheter perforated and the patient deceased.